Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that the customer was requesting bench repair on the x2 monitor, because they were getting a speaker malfunction. The user who reported the case indicated that the request is associated with a defective device but declined to provide further details on the defect. It is unknown if the speaker was not able to produce sound. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.